Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was at home resting and passed out. The cgm was showing 61mg/dl. The sister contacted paramedics who arrived in ten minutes. They immediately checked the bg and it was 28mg/dl. The patient was given IV glucose and was taken to the hospital. He had lab work and multiple fingerstick checks and was given potassium. He was released from the hospital that evening. At the time of the report the same day the sister stated that the patient was stable although she also stated that his bg was 521 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.